Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed this is the only complaint associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Reportedly on the third inflation attempt, the balloon circumferentially ruptured treating an area outside of the in-stent target lesion. The health care professional (hcp) used the lutonix dcb once on in-stent target lesion stenosis. After treatment of the target lesion, the lutonix dcb was used another time in a different location, and ruptured at low pressure. Although requested, additional event details, patient demographics, and sample return are not available at this time. If additional information or the sample is returned to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured circumferentially on the third inflation attempt while treating an area outside of the in-stent target lesion. The health care professional (hcp) used the lutonix dcb once on the in-stent target lesion stenosis. After treatment on the in-stent lesion, the lutonix dcb was used another time in a different location, and ruptured at low pressure. Although requested, additional event details, patient demographics, and sample return are not available at this time. The lutonix dcb was requested to be returned for evaluation. No adverse patient outcomes were reported.